Event description:
It was reported that during a lobectomy procedure, a leak occurred. A part of the staple line was not stapled. The case was completed by suturing. There were no adverse consequences to the patient.